Manufacturer narrative:
Initially, it was reported that the physician planned to explant the lens. However, additional information was received confirming that the lens was already explanted due to halos. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The date of onset of symptoms is unknown/not provided. Date of explant was scheduled for (B)(6) 2017 however not confirmed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that a doctor will be performing an explant of a model zxt375 20.0 diopter intraocular lens (iol) from the right eye (od) of a male patient on (B)(6) 2017 due to patient complaints of intolerable night time dysphotopsia. The patient currently has bilateral symfony lenses and the doctor''s surgical plan is to explant only one eye at the moment and replace the lens with a toric lens, model zct450, 20.0 diopter that will be prescribed for distance. Additional information received indicated that the lens will not be returned as it was discarded post explanation. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the there were no complications during the lens explant and the patient is now happy. No further information was provided. In review of patient data, found that the lens was explanted on (B)(6) 2017 as initially planned. If explanted; give date: (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.